Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, tested and released in compliance with manufacturing procedures. All units are inspected 100% prior to release. The sample was not returned for evaluation as the valve was left in the patient's eye. Dr, indicated during reoperation, leakage from peritube osteo scleral was not found, so, a stricture of the tube was performed with an absorbable suture of poliglactine 7-0, and punctures of the tube anterior from the stricture suture was also performed, as it was a device with no valve. The anterior camera of this eye remained mold for the next post operative days, although the cornea edema persisted despite all effort until now. In case the cornea edema noes not improve, the patient will be subscribed tin the system for transplants in order to perform a cornea transplantation it is possible that the valve was broken during the implantation process by the doctor or that the valve malfunctioned due to leaving methylcellulose in the eye which can sometimes clog the valve and cause it nto not function properly. Without a sample available for evaluation we are unable to verify if the valve was broken or the viscoelastic played a role.

Event description:
Doctor indicated: valve was implanted on (B)(6) 2017, in the left pseudophakic eye of (B)(6) patient, with chronic glaucoma with closed angle, refractory, with clinical treatment. Before the surgery, the patient had iop of 52 mmhg with maximal hypotensive therapy during the 2nd. Day of postoperative, the patient evolved atalamy grade iii, with significant cornea edema caused by the touch of the iol to the cornea and iop zero. I concluded that the valve of the referred device was not functioning, and, therefore, was forced to reoperate this eye urgently. During the reoperation, leakage from peritube osteo scleral was not found, so, a stricture of the tube was performed with an absorbable suture of poliglactine 7-0, and punctures of the tube anterior from the stricture suture was also performed